Event description:
The instrument stopped responding to commands from the surgeon's console. The tip of the instrument was turned to the side and had to be forcibly straightened in order to remove it from the port.